Manufacturer narrative:
The product analysis was completed on june 1, 2020. Investigation summary: an analysis was performed on the pictures that were provided by the customer. According to pictures, the hemostatic valve was observed folded inside the hub, detached from the brim cap and friction ring. Customer complaint was confirmed. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was inspected and visual analysis revealed that the hemostatic valve was dislodged in into the hub. Friction ring appeared with no damage and was observed still in place. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the hemostatic valve dislodged could be related to the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that when putting the introducer into the carto vizigo¿ 8.5f bi-directional guiding sheath small, the white valve inside the clear hub dislodged and went in with the introducer. The plastic valve itself did not break. The piece inside became dislodged, but it is not clear if it actually broke or not. The hemostatic valve/brim cap/hub did not become detached from the sheath. Once they saw what had happened, the sheath was not used for the patient. The sheath was replaced and the issue resolved. There was no patient consequence reported. The issue was assessed as a MDR reportable hemostatic valve separation. The biosense webster, inc. Product analysis lab received the device for evaluation on may 13, 2020 and it was returned in the condition reported as the hemostatic valve was dislodged. This issue remains assessed as reportable.